Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The hcp reported that the patient (pt) was in need of an MRI, as they were recently in an accident. The caller reports no device found message when trying to communicate with ins. When technical services (ts) suggested possible emi as a cause, the caller noted they have tried performing telemetry in another part of the clinic already. The caller also mentioned that something on the handset/app needed to be updated so they did that before calling ts. Troubleshooting performed during call included: ensuring both handset and communicator were not plugged in, repositioning communicator over ins on bare skin (caller confirmed they can feel the ins and communicator was placed directly over ins), turning both communicator and handset off and then back on, turning handset bluetooth off and back on. However, the troubleshooting did not resolve the issue. The patient was redirected to their managing healthcare professional (hcp). There were no patient complications reported as a result of this event.